Manufacturer narrative:
The device was received for evaluation. During functional testing, a blank screen did not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen during testing at the biomed service department. There was no patient involvement. No additional information is available.